Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis, as well as to indicate the product serial number or model number. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is either a taper ii or a rapidport ez strain relief. Visual examination may determine the connector type associated with this report. No additional information has been reported to allergan regarding the serial number or model number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Healthcare professional reported lap-band port leak. The pt presented reporting "hunger" and 1.7 cc of saline was added. The pt then presented with "feeling no restriction" and 2 cc of saline was added. At the following appointment only "1.9 cc was in band". The port was explanted and replaced.